Event description:
The hcp reported that the "pump never worked for pt". The hcp reported that the date of onset of the event was 2003. Multiple tests were performed; type, dates and results are unk. The catheter was replaced and a bolus was performed with decreased response. An indium study was negative. The pump was explanted approx 2 years after implant and a new pump and catheter were implanted.